Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted, the boards and connectors were reseated, and the main power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and continued to fluoro and will not turn off. Also the collimator closed down. No patient injury was reported.